Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a saccular 5.1 cm in diameter x 14 cm long abdominal aneurysm approximately ten months ago. The proximal aortic neck was 27 mm in diameter, and the distal aortic neck below the aaa was 23 mm in diameter. There was no vessel calcification or thrombus. The talent taa (B)(4) was deployed without issues below the renal artery for the aaa at the proximal side of another manufacturers stent graft. Ballooning was performed successfully; however, a junctional type iii endoleak was observed, and the physician decided to monitor the patient. Ten months post index procedure another manufacturers excluder stent graft was implanted to treat the type iii endoleak, which was resolved. The physician commented that this event occurred because of using the talent device with another manufacturers stent graft for an abdominal aneurysm, so there is no causality with the talent stent graft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak); unapproved use of device (patient has marfan syndrome). Evaluation, conclusion: user error contributed to event (patient has marfan syndrome).